Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photos found only the suture with one plate. The plate was broken near mid body. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that an excessive force was applied when tensioning the suture causing the plates to break. As per IFU-113244, 1) at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. 2) use caution when tensioning the suture; over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review. IFU-113244. Device history lot: product code: 228151. Lot no: 109dr4. There was no non-conformance regarding this lot. Manufacturing date: 01-jul-2025. Expiration date: 30-jun-2028. Device history batch: null. Device history review: product code: 228151. Lot no: 109dr4. There was no non-conformance regarding this lot. Manufacturing date: 01-jul-2025. Expiration date: 30-jun-2028. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an unspecified arthroscopic procedure the truespan 12 degree peek device the suture broke. A second truespan was used and the same thing happened. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. This is report 2 of 2 for (B)(4).